Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the printer latch door was broken. Tape was being used to keep the printer door closed. The fse replaced the printer module (0161-00-0024-04). The fse performed a complete preventive maintenance (pm). The unit was calibrated. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Event description:
N/a.

Event description:
It was reported that during repair of the unit, the cardiosave intra-aortic balloon pump (iabp) had a broken thermal printer door. Related complaint (B)(4) ref. #2249723-2024-00838.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) had a broken thermal printer door.

Manufacturer narrative:
Getinge field service engineer (fse) verified that the printer was operational. However, the door latch was broken. Operator was using tape to keep printer door closed. Replaced the printer module. Complete preventive maintenance procedure during this repair. The iabp was then released and cleared for clinical service.

Event description:
N/a.